Event description:
It was reported that after implant, there was rv (right ventricular) oversensing; first occasionally, then more frequently. The rv lead was replaced; however, the oversensing persisted. The device was explanted and replaced, and the oversensing was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; analysis noted the grommet was damaged. Without a lot number or serial number, the lead manufacturing date cannot be determined.